Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer reverted to multiple daily injections for insulin therapy. There was no reported adverse impact to the customer.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.